Manufacturer narrative:
Method: the device was returned to cardiac surgery on (B)(4), 2010. For investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. The hospital reported no patient effects. A new kit was opened to complete the procedure. Replacement was requested. The product was returned.